Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. The device and a non boston scientific right atrial (ra) lead exhibited intermittent high impedance measurements which were not out of range. This was discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. Additional information received reported that the patient was brought to their clinic for isometric testing. There was no evidence of a lead fracture. The issue was suspected to be due to the device. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. The device and a non boston scientific right atrial (ra) lead exhibited intermittent high impedance measurements which were not out of range. This was discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. The device and a non boston scientific right atrial (ra) lead exhibited intermittent high impedance measurements which were not out of range. This was discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. Additional information received reported that the patient was brought to their clinic for isometric testing. There was no evidence of a lead fracture. The issue was suspected to be due to the device. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.